Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate atp and hv therapy. Lead dislodgement and oversensing were observed. The lead was explanted and replaced.